Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro code: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Part: 214.838s; lot: l983293; manufacturing site: (B)(4); supplier: (B)(4); release to warehouse date: july 23, 2018; expiry date: july 01, 2028. Device was first manufactured unsterile under the lot l953196 in (B)(4) and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 214.838 with lot l953196 were reviewed: the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The review has shown that this device was made out of blank 214.038.999 with lot h637673, for this blank a DHR review from monument is needed: manufacturing date: moved to blank storage on may 11, 2018; part: 214.038.999, 4.6mm screw blank 38mm 04.5 cortex screw w/3.5 hex; lot: h637673 (non-sterile); lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Component part(s) reviewed: part: 13008, 316lc*ri4.58; lot: h381934; lot quantity: (B)(4). Certificate of tests received from carpenter were reviewed and determined to be conforming. Lot summary report dated met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that during a dynamic hip screw procedure on (B)(6) 2018, a cortex screw self-tapping was found to be sheared off. When the surgeon was inserting one of the cortical screws, the head of the screw sheared off from the screw. The scrub nurse threw the head of the screw into a sharps/hazardous container which has been sent to be incinerated. The shaft of the screw was left in the patient. There was no surgical delay and no harm to the patient reported. This report is for a 4.5mm cortex screw. This is report 1 of 1 for (B)(4).